Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a burr become stuck in the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid to proximal right coronary artery. A 1.50mm rotalink plus was advanced to the lesion against resistance. During ablation at a rotational speed of 190,000 rpm's the physician noticed that the burr become stuck at the proximal part of the lesion. It was noted that there was difficulty ablating the lesion further. The rotalink burr and guide wire were removed as a single unit intact. The procedure was completed by pre-dilating the lesion with a 2.00mm x 15mm non- bsc balloon to 15 atms. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a burr become stuck in the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid to proximal right coronary artery. A 1.50mm rotalink plus was advanced to the lesion against resistance. During ablation at a rotational speed of 190,000 rpm's the physician noticed that the burr become stuck at the proximal part of the lesion. It was noted that there was difficulty ablating the lesion further. The rotalink burr and guide wire were removed as a single unit intact. The procedure was completed by pre-dilating the lesion with a 2.00mm x 15mm non- bsc balloon to 15 atms. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that a partial guide wire approx. 158cm in length - kinked at approx. 79cm was returned inserted in the rotablator plus unit. The spring tip was stuck to the annulus of the burr and the burr was detached from the distal coil of the catheter unit. The distal section of the coil was broken and stretched. The burr was microscopically examined and the annulus of the burr was found to be misshapen and damaged. The rotablator plus was wet tested and the unit did not reach any speed. The handshake of the advancer would not rotate. The advancer unit was dismantled and a corroded turbine was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).